Event description:
Caller reported a malfunction on pump, occurring for second time in one day. There was no adverse impact to the customer's blood glucose level. Customer had previously resolved issue with technical support earlier that day, but when malfunction reoccurred, technical support arranged to send a replacement pump with updated software. Customer would use a backup insulin pump while waiting, and instructions were provided for returning the malfunctioning pump.